Event description:
It was reported that non-sustained lead noise due to post-paced t-wave over sensing was observed via a merlin transmission. Programming changes were made and no further issues were reported. Patient will continue to be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.